Event description:
Customer reported that battery drained quickly and there were cracks around charging port and body of the device. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were required by technical support.